Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5 nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter and a stopcock. The balloon was loosely folded with blood in the lumen and balloon. Microscopic inspection revealed a pinhole in the balloon material, directly over the proximal markerband. Inspection of the remainder of the device revealed numerous kink in the hypotube. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5 nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.